Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient felt "different" and presented remotely via merlin. Net with two noise reversion episodes on their implantable cardioverter defibrillator device. These episodes were caused by electromagnetic interference - emi. It was noted that after exiting voo mode, the device returned to vvi mode with some occasional pacing inhibition due to the emi. Programming changes were discussed with the patient's healthcare provider. Patient condition post-event was stable.